Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: robotic procedure? No, was an open sternotomy. New user or experienced user? New user of stratafix if experienced ¿ another device? Ethicon associate (sales rep) present? Yes, I was. What in the physicians opinion was the cause of the suture breakage? Did not trust strength, like does with conventional suture of same size, ¿should that happen?¿ but may consider trying stratafix spiral again. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The synergy form contained product code: sxmp1b120, lot #: kpe949. This lot # does not correspond to the product code. What is the correct product code? What is the correct lot #?

Event description:
It was reported that a patient underwent a sternotomy on (B)(6) 2017 and a barbed suture was used. During the procedure, the suture snapped after 5cm of closure. The surgeon removed the suture the continued with a different suture to continue with the closure. The procedure was completed and there were no adverse patient consequences.